Manufacturer narrative:
The device was received and evaluation was completed. The reported problem "pump keeps saying to prime line air bubble / line present" was received after the device had been evaluated. Evaluation did reproduce the reported problem. No component was identified for causality. The device will pass all testing before leaving the facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the mother and children's department. There was no patient involvement. No additional information is available.